Manufacturer narrative:
The device has been received for evaluation, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation, or if additional information becomes available.

Event description:
The facility reported an overinfusion on a flogard infusion pump. A male patient was being infused in a 1000ml bag of magnesium sulfate (4g/1000ml). The pump was set to infuse at 335 ml/hr, however, after roughly 2 hours, the pump alarmed "air in line" and the bag was empty (infusion rate roughly 500ml/hr). The device stated there was 307ml remaining to be infused, however, the bag was empty. There was no adverse event or patient injury reported. The pump was swapped out with another one and the infusion continued.